Manufacturer narrative:
It is unknown if initial reporter sent report to FDA.

Event description:
Customer had an original troponin t result of 0.203 ng/ml (accompanied by a data flag) for one patient sample. All first time positive troponin t results are repeated in duplicate at this lab. Troponin repeat results for this sample were 0.196 and 0.249 ng/ml (both results were accompanied by data flags). The original (correct result) was reported, the duplicate was only used to confirm. Troponin t reagent lot number was 15563801. The field service representative found the measuring cell was old and needed to be replaced. He replaced the measuring cell and performed performance tests, calibration and qc, all which passed.